Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code f2201 captures the reportable event of biopsy.

Event description:
It was reported to boston scientific corporation that orise gel was used as a lifting agent during an endoscopic mucosal resection (emr) procedure. During the initial procedure, approximately 5-7 ml of orise gel was injected to resect a polyp. Initial pathology showed tubular adenoma. A routine follow-up procedure was performed 3-4 months later, which revealed a firm 1 cm submucosal subepithelial lesion. Bite-on-bite biopsies were obtained due to the appearance of the firm lesion; however, pathology did not show anything abnormal. Reportedly, the picture of the lesion appeared to be similar to the sub-mucosal distortion that has been noted in the past. No further intervention was necessary, and the patient is doing well.